Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that merlin transmission indicated the device had episodes due to t wave oversensing along with noise on atrial channel. Reprogramming was recommended to improve sensing. The device remained implanted.